Event description:
When opening trays and supplies, the medline "total knee pack" had a hole in the plastic of the exterior wrapping. When having another replacement pack sent upstairs, the second "total knee pack" was found with an even larger hole in the plastic exterior wrapping. A third pack was opened without holes but the incident did result in a delay and a near miss. Notified medline rep who said they had already heard from the site and already opened up a complaint on their end to investigate packs with holes: (B)(4); exp (17) 2027-07-31; lot (10)25kbl814. (B)(4); exp (17) 2027-07-31; lot (10)25kbl814. Manufacturer response for or surgical pack, total knee pack (per site reporter). Notified medline rep who said they had already heard from the site and already opened up a complaint on their end to investigate.